Manufacturer narrative:
An event of valve migration post balloon dilation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However imaging was received from the field which showed a pre-released view of the navitor 27mm valve, depth at this point is likely less than 10mm described at release. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined but could have contributed to by implant depth of the device or post dilation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. The annulus perimeter was measured to be 77.9 mm, derived was 24.8mm, and the annulus area was 466.2 mm2. The patient had a horizontal aorta and there was sufficient calcium to allow anchoring of the device in the native annulus. The valve initially was deployed at 10mm from the native annulus and released at 6mm from the native annulus. After the valve was released, a post dilation was performed due to there being a moderate paravalvular leakage. After the post dilation when the balloon was being removed, the navitor valve migrated 15mm towards the aorta. A 29mm non-abbott valve was successfully implanted in a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable. It was noted that 27mm navitor valve migrated due to an interaction/entanglement with the unknown post-implant dilation balloon, that resulted in pulling of the navitor from its original position.